Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The system (implantable cardioverter defibrillator and leads) was removed. The patient was doing well and was discharged post-procedure.